Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
This is the third report from the same facility. A cusa excel 23 khz cem nosecone was reported to have contributed to run during a liver resection. The event was described as follows: it was noticed that the diathermy was still activating in the coag mode even though the button was not pressed. The nosecone connector was removed from the diathermy and the coag mode deactivated. There was no pt injury. It is unk whether there was a delay in the surgery as a result of this event.